Event description:
Reportedly, the instrument did not place properly formed staples on the tissue. Therefore, the surgeon converted to an open procedure to reinforce the fragment with hand sewing to complete the case. Procedure: lobectomy. Pt status: no pt injury reported.